Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
This is a report of a system error 2240 (air in tubing) alarm that occurred on the homechoice device during dwell of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was no injury or medical intervention indicated at the time of the report. No additional information is available.